Manufacturer narrative:
Product ID: 8551, lot# cs0956, product type: accessory. Product ID: 8551, lot# cs0586, product type: accessory.

Event description:
Information was reported by the healthcare professional regarding a patient receiving baclofen (1500 mcg/ml) from an implanted pump. The indication for use was intractable spasticity and cerebral palsy. On (B)(6) 2016, the hcp reported a refill issue; the hcp could aspirate but was unable to fill the pump during the refill appointment. The hcp had injected 38 ml but could not inject any further, when the hcp aspirated they got back air like there was an air pocket in the pump. The hcp switched kits and once the air was aspirated they could only withdraw 30 ml. It was noted that the patient had not had any hyperbaric treatments and did not go scuba diving. The hcp was able to get 35ml injected into the pump and would program the pump accordingly. It was also noted that they would take a lateral view of the pump to assess the bellows. No patient symptoms were reported. Additional information was reported by the company representative on (B)(6) 2016. An image of the pump was taken and the bellows did not seem to be tilted or non-functional, it was noted that when the image was taken the hcp believed there was 35 mls in the pump.

Manufacturer narrative:
Other applicable components are: product ID 8551, lot# cs0956, product type: accessory; product ID 8551, lot# cs0586, product type: accessory.

Event description:
Information was reported by healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug via an implanted pump. The indication for use was unknown. On (B)(6) 2016 it was reported that the hcp has had three patients with volume discrepancies. No patient symptoms were reported. [Previously reported in manufacturer's report 3007566237-2016-02756] additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The hcp reported they could not get the entire 40ml in the pump at the refill. The hcp was going to have the patient come back before the refill date to check the reservoir volume.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump. On (B)(6) 2016 the anticipated residual volume was 12.4 ml and the actual residual volume was 12 ml indicating a discrepancy of -0.4 ml. The healthcare provider was not doing any follow-up or interventions.

Event description:
Adadditional information was received from a healthcare professional (hcp) via a company representative. The site was within normal limits and close to surface. A refill template was used. The pump was delivering lioresal 1500 mcg/ml; 737.6 mcg/day. The pump was updated (B)(6) 2016 with a 10 percent increase in the daily dose to deliver lioresal 2000 mcg/ml; 809.9 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.